Event description:
Pop-up "&badimplant" during implant interrogation of a gali crtd. No load of the software.

Manufacturer narrative:
The review of provided data confirmed the reported issue/highlighted: ¿&badimplant¿ was displayed since the programmer couldn¿t recognize the implantable device. - the analysis of the expert files that have been provided shows that on june 17th, several interrogation of ICD were performed. The first one (before 15:12) was ok. - the analysis of the provided expert files shows that at 15:12, the battery of the subject device was removed during a follow-up session. The removal of the battery and the abrupt shut down of the subject programmer most probably corrupted the xml registry file related to platinium programmer. - as a result, the five next interrogations failed (at 15:15, 15:16, 15:20, 15:22, 15:43) with the message ¿&badimplant¿. - smartview 3.16 is reinstalled at 15:52 and no more issue was observed after. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.